Manufacturer narrative:
Though requested of the reporter, the device has not been returned for evaluation. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. Based on the information provided, a root cause could not be determined.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. The investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
Reportedly, after implantation of an intraocular lens (iol) into the patient's eye, the surgeon noticed the trailing haptic was broken. The surgeon enlarged the 2.75mm incision to remove the iol. A successful intraoperative lens exchange was performed using a back-up iol of the same model and diopter. Four 10/0 nylon sutures were used. Though requested, no further information has been provided by the reporting facility.